Event description:
It was reproted by service report that the power cord had damaged power prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.